Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 250cc saline prosthesis, catalog # 3501635, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis experienced spontaneous left sided deflation post procedure. The patient received a medical diagnosis for the deflation. As a result, an explant is planned for (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. Additional information was received on february 25, 2020. When the explant was performed, bilateral prosthesis replacement with mentor smooth round moderate profile 225cc saline prostheses was performed. The investigation of the returned device was completed by the failure analysis lab on march 10, 2020. Device evaluation summary: according to the information provided, the patient experienced a deflation of the breast implant. During visual inspection of the device, a crease was noted on the posterior aspect. Additionally a tear measuring approximately 0.3 cm was observed within the crease. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).